Manufacturer narrative:
Follow-up # 1: 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the black box and alarm history revealed a call service (078) alarm. The rewind, load and prime steps were successfully carried out and the pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, there was a crack noted on the display, with moisture present inside the display. A leak test confirmed that the pump was leaking from this crack. The pump case was opened and moisture was present throughout.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.